Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number: the customer reported two potentially associated lot numbers, 60101104 and 60097825. The samples were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 250 ml eva tpn bags had a hole around the bottom port, leading to a leak. This was found before patient use. There was no patient involvement. No additional information is available.